Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 100 mg/dl, and the meter bg reading was 43 mg/dl, however, the customer had removed the sensor from body and inserted a new sensor without starting a new sensor session. Inaccurate cgm readings resulted in the customer experiencing low bg of 43 mg/dl. The customer consumed carbohydrates to address bg level. Tandem technical support educated the customer regarding sensor labeling.